Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, at 9 mins and 35 seconds into the case, there was approximately 10cc fluid loss alarm at approximately 4 cc's per min. The case was aborted after this alarm. The cavity was cooled for one min and upon removal of the sheath, a slight burn was noted on the left side of the vagina. At the time of the procedure, the burn was classified as "first degree". The burn was treated with silvadine cream and there were no further pt complications reported with this event. Although attempts were made to gather further info regarding burn and pt outcome, these attempts were unsuccessful.

Manufacturer narrative:
The suspect device has not been returned as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant info from that review, a supplemental medwatch will be filed.